Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required code occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's filter was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required code occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's filter was not replaced to address the issue. The device filter needs to be replaced address the issue.